Manufacturer narrative:
Other - adverse events reported. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. These data were queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study for the cd horizon legacy spinal system. Patient demographics: no. Of patients- 435, gender- (male- 162; female- 273), age (mean age)- 63.35 years pre-op diagnosis: degenerative disease (377 patient), trauma (8 patient), deformity(21 patient), and failed fusion (29 patient). Procedure involved: posterior lumbar interbody fusion (plif), posterior spinal fusion (psf), transforaminal lumbar interbody fusion (tlif) as per clinical study it was reported that a clinical data for a total of 435 patients implanted with the spinal system had been collected. Based on the charted diagnoses, patients were stratified into one of four evidence groups for analysis: degenerative disease (377 patient), trauma (8 patient), deformity (21 patient), and failed fusion (29 patient). In degenerative disease group, postoperative radiographic notes with fusion assessments were available for the 3-months, 6-months, 12-months, and 24-months follow-up time points. 223 out of the 377 patients had radiographic notes specifying fusion status. Successful fusion was noted for 188 of the 223 patients (84.3%) at the last available fusion assessment. In trauma group, 1 out of the 8 patients, 1 had radiographic notes specifying fusion status in at least one of the follow-up time points. Successful fusion was noted for this 1 patient. In the deformity group, 9 out of the 21 patients in the deformity group had radiographic notes specifying fusion status. Successful fusion was noted for 7 of the 9 patients (77.8%) at the last available fusion assessment. In the failed fusion group, 16 out of the 29 patients in the failed fusion group radiographic notes specifying fusion status in at least one of the follow-up time points. Successful fusion was noted for 12 of the 16 patients (75%) at the last available fusion assessment. In the degenerative disease group, 175 of 377 patients were recorded as having an adverse event (ae). In total, 700 aes were recorded across 123 different types of aes. 2 patients had dural tear, 4 patient had epidural hematoma, and 1 patient had nerve breach are known risks of spine surgery. 1 patient had pulmonary embolism and 1 patient had stroke, are known risks of general surgery. 46 patient had adjacent segment changes, 3 patient had compression fracture, 2 patient had foot drop, 5 patient had lumbar degeneration, 20 patient had new or worsening pain, 1 patient had paraspinal spasms, 1 patient had pedicle fracture, 1 patient had post-laminectomy syndrome, 1 patient had postoperative radiculopathy, and 18 patient had pseudarthrosis, 2 patient had sacroiliac lipoma, 2 patient had thoracolumbar degeneration, 1 patient had vertebral body collapse. 43 patients are recorded as undergoing a revision surgery. The reasons for the revision surgeries are as follows: adjacent segment degeneration and/or continued degeneration at index level(s) in 21 patient , pseudarthrosis in 13 patient, epidural hematoma in 2 patient, dural tear in 1 patient, hematoma in 1 patient, postoperative radiculopathy in 1 patient. Two patients underwent multiple revision surgery procedures; one patient for 1- adjacent segment changes, 2- pseudarthrosis, and the second patient for 1- dural tear, and 2- adjacent segment changes. The primary complaints reported were associated with continued pain, stiffness, paresthesia, muscle spasms and defects related secondary to pain including abnormal posture and difficulty walking. Overall, complains associated with thoracic, lumbar, and lower extremity pain/discomfort account for 45 different aes and 387 total events. 1 patient had decubitus ulcer, 1 patient had infection, 1 patient had seroma, 16 patient had surgical wound complications, 1 patient had upper respiratory infection. 1 patient had abdominal pain, 1 patient had anorexia, 1 patient had anxiety, 4 patient had balance issues, 2 patient had bladder changes, 2 patient had bowel changes, 1 patient had bowel incontinence, 1 patient had constipation, 1 patient had depression, 21 patient had falls, 1 patient had hypertension, 1 patient had medication-induced psychological issues, 1 patient had nausea, 1 patient had seizure, 1 patient had sinus infection, 1 patient had urinary incontinence, 1 patient had urinary tract infection, 3 patient had vertigo, 4 patient had weakness, 1 patient had weight loss. In the trauma group, all 8 patients were recorded as having an ae. In total, 35 aes were recorded across 28 different types of aes. 1 patient had painful hardware. 1 patient had adjacent segment changes, 1 patient had fracture, 1 patient had new or worsening pain, 1 patient had osteolysis around hardware. The primary complaints reported were associated with continued pain, stiffness, paresthesia, muscle spasms and defects related secondary to pain including abnormal posture and difficulty walking. Overall, complains associated with thoracic, lumbar, and lower extremity pain/discomfort account for 16 different aes and 23 total events. 1 patient had decubitus ulcer, 1 patient had falls, 1 patient had fatigue, 1 patient had headaches, 1 patient had nausea, 1 patient had osteoarthritis pain, 1 patient had urinary incontinence. In the deformity group, 18 of the 21 patients were recorded as having an ae. In total, 78 aes were recorded across 35 different types of aes. 4 patient had adjacent segment changes, 2 patient had foot drop, 1 patient had lumbar degeneration, 4 patients had new or worsening pain, 1 patient had painful graft harvest site, 3 patients had pseudarthrosis. 6 patients were recorded as having undergone a revision surgery. The reasons for the revision surgeries are as follows: 4 patients had pseudarthrosis, 1 patient had adjacent segment degeneration and/or continued degeneration at index level(s), and 1 patient had hardware removal. The primary complaints reported were associated with continued pain, stiffness, paresthesia, muscle spasms and defects related secondary to pain including abnormal posture and difficulty walking. Overall, complains associated with thoracic, lumbar, and lower extremity pain/discomfort account for 19 different aes and 42 total events. 1 patient had deep vein thrombosis, 1 patient had infection, 2 patient had balance issues, 1 patient had weakness. 6 patients were recorded as having undergone a revision surgery. The reasons for the revision surgeries are as follows: adjacent segment degeneration and/or continued degeneration at index level(s) in 4 patients and pseudarthrosis in 2 patients. The primary complaints reported were associated with continued pain, stiffness, paresthesia, muscle spasms and defects related secondary to pain including abnormal posture and difficulty walking. Overall, complains associated with thoracic, lumbar, and lower extremity pain/discomfort account for 15 different aes and 49 total events. 1 patient had deep vein thrombosis; 3 patients had falls. In this retrospective observational study, high fusion success rates in patients across evidence group. In the degenerative disease evidence group, which had 92% of patients assessed at 12 months were reported as having a successful fusion. Among the 435 patients included in this report, 227 patients were recorded as having at least one ae. Of the 905 total aes recorded, 39 device-related aes were noted. The primary hardware failure noted was loosening of pedicle screws. The reported serious aes are not anticipated to be device-related and can be attributed to known risks of spine and/or general surgical procedures. There were 24 cases of pseudarthrosis, and 55 cases of revision surgery noted. The primary reason for revision surgery was due to adjacent segment degeneration and /or continued degeneration at the index level(s), followed by pseudarthrosis and then hardware failures. Other reported aes were known complications associated with continuing pain/discomfort, spine fusion surgery, or general surgery. Overall, the results from this retrospective observational study indicate that spinal system is performing as intended with failure and revision rates consistent with those reported in the literature for lumbar spine procedures. No new or emerging risks were identified.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.